Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the reported problem was found when the device was first turned on; there was no patient involvement at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not power on successfully. Analysis of the system log files confirmed that the power (&control) unit (pcu) mains relay had failed. The fse replaced pcu. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not power on successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.